Manufacturer narrative:
This lv lead was discarded at the hospital, so therefore will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information, that during a routine follow-up, it was observed this left ventricular (lv) lead exhibited a loss of capture (loc), p wave oversensing and no r wave sensing. An x-ray was performed, and revealed lv dislodgement. The decision was made to implant a new lv lead. There were no adverse patient effects reported.